Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter stuck in stent and tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified mid left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After implantation of a non-bsc stent, an opticross¿ imaging catheter was inserted; however, the opticross¿ stuck in the edge of the implanted non-bsc stent and was unable to be removed. The physician tried to remove the opticross¿ by pulling the device slowly but was unsuccessful. The telescope shaft of the opticross¿ imaging catheter was cut and a 0.014 inch non-bsc guidewire was inserted through the device shaft then pushed the guidewire into the stuck part then removed the opticross¿. Furthermore, it was noticed that the non-bsc stent became slightly elongated so the physician performed a post balloon dilatation on the implanted non-bsc stent to complete the procedure. Moreover, it was noted that the tip of the opticross¿ imaging catheter was separated after the procedure. No patient complications were reported and the patient's condition had no problem.

Manufacturer narrative:
Updated: device evaluated by MFR.? Eval summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed catheter damage (cut off in different sections, telescope and distal tip assembly). The telescope shaft, the imaging core and the tip are separated. A guide wire exit hole damage was observed, additionally the distal tip was observed detached. It was unable to perform impedance test and full image characterization testing due to the returned device condition, additionally, the resistance in tracking the guidewire test was unable to performed due to detached in the distal tip. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter stuck in stent and tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified mid left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After implantation of a non-bsc stent, an opticross¿ imaging catheter was inserted; however, the opticross¿ stuck in the edge of the implanted non-bsc stent and was unable to be removed. The physician tried to remove the opticross¿ by pulling the device slowly but was unsuccessful. The telescope shaft of the opticross¿ imaging catheter was cut and a 0.014 inch non-bsc guidewire was inserted through the device shaft then pushed the guidewire into the stuck part then removed the opticross¿. Furthermore, it was noticed that the non-bsc stent became slightly elongated so the physician performed a post balloon dilatation on the implanted non-bsc stent to complete the procedure. Moreover, it was noted that the tip of the opticross¿ imaging catheter was separated after the procedure. No patient complications were reported and the patient's condition had no problem.